Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.